Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy. It was confirmed that the pink slide did not move forward.

Manufacturer narrative:
The device was received undeployed. No alarms were observed in the original data. Timeouts and a drive stall were observed in the original data. The device completed first prime at 45 pulses and was deactivated at 56 pulses. First and second prime were completed in an expected number of pulses, but the drive system stalled during second prime. The device was reset and rerun. The device delivered a 5u bolus. Timeouts and a drive stall were observed in the rerun data. Corrosion was observed on the top battery and top battery clip. This lead to intermittent electrical discontinuity within the drive system, causing the observed timeouts and drive stalls. The corrosion can be determined as the cause of the device's inability to deploy.